Event description:
Allegedly revised due to pain. After incision, surgeon did mention that there was not any appearance of metallosis and the joint looked pretty clean. Upon explantation of the neck, surgeon did mention that he did observe some fretting in this component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01413, 01414, 01415.